Event description:
Additional information received indicates that after testing of the device it was determined to have depleted within normal longevity. Event is no longer reportable.

Manufacturer narrative:
The report that the device displayed ¿replace generator, the generator has reached the end of its service¿ was confirmed. Analysis and a longevity calculation of the returned device confirmed it had declared eri (elective replacement indication) and eol (end of life) and that it had normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.